Event description:
A renegade catheter was used for a therapeutic uterine fibroid embolization. During the procedure, the catheter fractured at the hub. There were no complications or intervention reported with this event